Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient experienced a wound dehiscence and infection at the ipg site. Reportedly, there was leakage at the ipg incision site, slight inflammation and haemoserous ooze was noted. In turn, patient started oral antibiotics and surgical intervention was undertaken wherein the entire system was explanted to address the issue. To treat the infection the patient was hospitalized for 24 hours with IV antibiotics and discharged with oral antibiotics. The infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.